Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There were circumferential tears at 5mm and 10mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 81% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres for 30 seconds, the balloon ruptured due to the resistance and calcification. The device was completely removed from the patient's body and the procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 81% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres for 30 seconds, the balloon ruptured due to the resistance and calcification. The device was completely removed from the patient's body and the procedure was completed with a different device. There were no patient complications reported and the patient status was stable.